Event description:
It was reported that the patient had a sore on his back for the past couple of years. The sore was described as a "rash/burn with stuff coming out" and was hard when the patient rubbed it on the date of report. The physician could not cut into it earlier that day. The issues regarding the rash were also reported in manufacturer report # 3004209178-2012-06208 involving the patient's previous neurostimulator, as the sore had been occurring for a couple of years . It was later reported that the patient was still having concerns with his device or therapy but he was working with his physician or manufacturer representative. It was noted his problem was physical. Further information received reported the cause of the event was skin erosion. The patient had an appointment on (B)(6) 2012 and the implantable neurostimulator had eroded through the skin. The device was explanted the following day and the patient recovered without sequela.

Manufacturer narrative:
Rechargeable neurostimulator was implanted in early 2011. (B)(4).

Event description:
Additional information received reported that the ¿battery pack¿ was removed because it was ¿wearing through his back.¿ they had just removed the implantable neurostimulator (ins) and left the leads in.

Manufacturer narrative:
(B)(4).